Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up and down arrow buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: during investigation, there was no damage observed on the keypad. All the buttons responded to user inputs. When the keypad was open, the button contacts were free of contamination. When the device was opened, there was no defect observed within. Unrelated to the original complaint, when the pump was powered on, it was noted that the display screen appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.